Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient was advised to update ios and reboot the phone. At the time of contact, no injury or medical intervention was reported.